Event description:
A customer contacted beckman coulter inc. (Bci) regarding low valproic acid (vpa) results generated by the unicel dxc 600i synchron® access clinical systems for one patient. The initial vpa result was reported out of the lab and was questioned by the physician. Two re-draw samples were collected; however the instrument still yielded inconsistent results. The customer sent one sample to a different lab and a higher result was obtained. Patient treatment was not impacted. Physician did not believe the result.

Manufacturer narrative:
Qc was run prior to the event and the results were within established ranges. Bci customer contact representative discussed this issue with the customer. A definitive root cause for this event has not been determined.